Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with missing segments due to open lcd zebra connector. Unable to confirm display anomaly due to missing segments. The device also was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the customer had normal blood glucose levels of 101 mg/dl. The customer reported that the insulin pump only has a partial display. The customer reported that there is a line from the top of the screen of the insulin pump to the bottom of the screen. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).